Event description:
It was reported that the pca asv microbore tubing would not flush. The following information was provided by the initial reporter: "tubing will not flush."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing will not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 30883 lot number 20076403 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20076403 regarding item #30883.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pca asv microbore tubing would not flush. The following information was provided by the initial reporter: "tubing will not flush."